Event description:
Device returned for repair with report that the attachment's foot was bent. No pt impact reported. Repair request escalated to complaint on evaluation due to the attachment being damaged by tool contact. On follow-up, it was confirmed that there was no pt impact reported.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. On follow-up, it was confirmed that there was no pt impact reported. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."